Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl and subsequently loss consciousness. Emergency services were called and the customer was given a glucagon injection. The customer alleged the pump software did not accurately adjust the amount of insulin delivered. During troubleshooting with tandem technical support, it was determined the customer had not entered the correct weight into the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.